Event description:
During a graft harvesting case using the 14.5mm reamer head for ria, on eof the fingers on the reamer head was found to be broken off, after the unit was removed from the pt. Bone was reamed successfully. The broken fragment from the reamer head was not recovered and may have been lodged in the tube. The pt and collected graft material were checked via x-ray.